Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold and poor sensing measurements. The physician attempted several times in multiple positions but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of the right ventricular (rv) lead exhibited high capture threshold and poor sensing measurements were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.